Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging hypoglycemia while on insulin pump therapy with blood glucose measuring 49 mg/dl with symptoms suggestive of hypoglycemia of confusion, difficulty speaking and severe dizziness. The patient reportedly did not require assistance from a third party and did not lose consciousness, nor did the patient receive any treatment above or beyond the usual routine of diabetes management. Troubleshooting by animas customer technical support revealed training/misuse issue as the cause of the reported hypoglycemic event; bolus without eating. The patient reportedly bolused insulin and then delayed eating. The patient was referred to their health care provider (hcp) for diabetes management by animas customer technical support. During troubleshooting, it was noted that the total daily dose basal delivery totals do not match the basal delivery program due to a battery change and basal edit screen was accessed. The pump was determined to be delivering the basal rate as it was programmed and all bolus deliveries were recorded as programmed per the user. This complaint is being reported because the patient allegedly experienced a blood glucose excursion as a result of a training/misuse issue and has been referred to their hcp for diabetes management.

Manufacturer narrative:
Follow-up #1: date of submission 03/21/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/28/2017 with the following findings: review of the black box data revealed records beginning (B)(6) 2016; records from the date of the complaint had been overwritten due to the patient¿s continuous use of the pump. The available daily insulin delivery totals added up to correctly reflect the user¿s programmed basal rates. On investigation, the pump passed accuracy testing and was found to be delivering accurately and within the required range. Investigation did not confirm or duplicate the complaint. (B)(4).